Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported a patient on impella cp was needing mechanical circulatory support. During impella cp support, it was noted that due to decreased distal flow to the right lower extremity and need for escalation of care, the patient was taken to the operating room for discontinuation of the impella cp and insertion of an impella 5.5. The patient was also peripherally cannulated for venoarterial extracorporeal membrane oxygenation. The procedure was successfully completed.